Event description:
Consultant reported: during a distal femur procedure, the surgeon was putting the plate on and used the clamping foot to secure the plate. The clamping foot broke and the surgeon had to complete the procedure by hand. Nothing broke into the wound, no fragments to retrieve. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation revealed one of the guidance rails was broken off. The relevant dimensions were checked and were found according to the specification. The fracture face is homogenous which indicates material conformity. No manufacturing related fault could be detected. The product evaluation reviewed the design of this instrument and determined the device met the intended use. This complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 03/25/2012.